Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the tampon strings fall apart and shed all over the place. No injury was reported.